Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Photo was provided for investigation. The allegation and probable cause were undetermined via photographic inspection. No injury or medical intervention was reported.